Manufacturer narrative:
Concomitant medical product: 5076-45 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 2 weeks post implant the right ventricular (rv) lead exhibited low r-waves. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.